Event description:
It was reported that, "the pt presented to surgeon's office with hip pain, an xray revealed loosening of the acetabular shell. During explant it was noted there was no ingrowth of the acetabular shell. A replacement shell was implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.